Event description:
Technical services received a call on 7/6/2012. Caller reported this rv lead was showing noise. No inappropriate shocks but some divert events. Went in to revise lead, noted significant insulation damage on lead. Lead was capped on (B)(6) 2012. Physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).